Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck plunger clamp in the reported problem area of the pipetter assembly. The fse replaced the plunger clamp and lld contact springs. The instrument was inspected, tested without further problem, and returned to service.